Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the service rep reported the front panel of the roller pump display membrane was damaged. Upon further investigation, it appeared there may have been a solution leaking on the pump display causing the panel to become brittle and prone to cracking. The roller pump display membrane was returned for further investigation. Since the event occurred during preventative maintenance, there was no pt involvement during this event.